Event description:
The remote alarm was returned to the manufacturer for routine maintenance. The device was not in pt use. The remote alarm was evaluated by the manufacturer and was observed to intermittently power on. The technician found the battery cables to be damaged. The battery cables were replaced to correct the issue. If the remote alarm (optional accessory) was used in conjunction with a ventilator, the ventilator would continue to provide therapy and audibly alarm for pt events.